Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the distributor indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report numbers: 1. 3005168196-2020-00509. 2. 3005168196-2020-00511.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report numbers: 1. 3005168196-2020-00509, 3005168196-2020-00511.

Event description:
The patient was undergoing a thrombectomy procedure in the vertebral artery (va) using a penumbra system ace68 reperfusion catheter (ace68), a non-penumbra guide catheter (optimo), a penumbra engine (engine), a penumbra engine canister (canister) and an aspiration tubing (tubing). During the procedure, the physician advanced the ace68 through the optimo to the face of the clot. Then, the engine and canister were setup, the tubing was connected to the ace68 and the engine was turned on; however, no negative pressure was generated. The engine was turned off, the tubing was reconnected, and the engine was turned back on; however, no negative pressure was generated. The physician, then removed the tubing and used a new tubing; however, no negative pressure was generated; therefore, the engine was turned off. It was reported that post-procedure, a demo tubing and demo canister were connected to the engine and the engine worked fine. The procedure was completed using manual aspiration with a syringe. There was no report of an adverse effect to the patient.